Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered low and out of range. Standard a and b air reads were variable and imprecise, indicating a fluid flow issue. An advanced clean maintenance procedure was performed and the sensor was replaced. Qc recovered in range after performing the advanced clean. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a powerflush service maintenance procedure, which resolved the fluid flow issue. The cause of the event was a fluid flow issue that was resolved with an advanced clean maintenance procedure and a powerflush service maintenance procedure. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely low potassium results were obtained on two patient samples on an atellica ch 930 analyzer. The discordant results were reported to the physician(s). The samples were repeated for potassium on an alternate atellica ch 930 analyzer, resulting higher. The higher results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low potassium results.